Event description:
As stated in incident description form 2010-(B)(6): failed weld on seat section. An arjohuntleigh investigator has examined the device. The report and photographs show one broken weld - others shown to be acceptable. (B)(4).

Manufacturer narrative:
Additional information will be provided upon conclusion of the manufacturer's investigation.